Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after open heart surgery the right atrial (ra) lead exhibited no capture and a rise in/ high thresholds. Lead was reprogrammed, lead repositioning was attempted however was ultimately explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated apparent explant damage. The analyst noted that according to the reported, the analysis finding, the outer insulation breach and blood were observed on proximal conductor could be related to the complaint of high thresholds, happened during reposition the lead. If information is provided in the future, a supplemental report will be issued.